Manufacturer narrative:
Please note-the device has not been returned for analysis. Additionally, a device history record review could not be conducted as a sterile lot number was not received. Complaint conclusion as reported by the legal department, a patient was implanted with a cordis trapease inferior vena cava (ivc) filter. The device subsequently fractured and migrated throughout her body. As a result of these failures, the patient has suffered and will continue to suffer pain and suffering, economic damages, loss of enjoyment of life and other damages. There is no additional information. The device has not been returned for analysis. Additionally, a device history record review could not be conducted as a sterile lot number was not received. Without return of the device or procedural films/ pictures for review, the reported filter migration and fracture could not be confirmed and the exact cause of the difficulty experienced by the customer could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. The instructions for use also notes that anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department in (B)(6) vs. Cordis, the patient was implanted with a cordis trapease inferior vena cava (ivc) filter. The device subsequently fractured and migrated throughout her body. As a result of these failures, the patient has suffered and will continue to suffer pain and suffering, economic damages, loss of enjoyment of life and other damages. There is no additional information.